Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is 3 of 3 and linked to mfg report numbers 3004608878-2023-00014 and 3004608878-2023-00015: a facility reported that while the mayfield system (a2101 mayfield ultra base unit) was in contact with a patient for an unspecified procedure, a problem occurred and the patient was injured. Additional information received states that "when palpating the anatomical relationships, the patient's head in the mayfield had moved 15 degrees from the (horizontal) position." The problem led to increased surgery time.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 the mayfield base unit was returned for evaluation: device history record (DHR) - the DHR was reviewed, and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The base unit needs to be recalibrated and some worn hardware needed to be replaced. Root cause - the base unit required recalibration and replacement of worn components due to routine use and wear. Based on the evaluation of the event, no corrective action is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a